Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. Analysis of log file revealed video frames were missing. A philips field service engineer (fse) inspected the system on-site as part of troubleshooting, examined the video signals between input and output. The fse suspected malfunctioning of framegrabber card as the probable cause of the issue. To resolve the reported issue, the flexviewing pc was replaced. The system was returned to use in good working order and ready for clinical use. The flexviewing pc was returned for further analysis. Functional testing was performed, and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image signals were not displayed in the examination room. No harm was reported to philips. Philips has started an investigation of this complaint.